Manufacturer narrative:
The automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection revealed that the coil delivery wire was kinked/bent. Also, the distal tip in the main coil was found broken, the main coil was severely stretched and the coil delivery wire was kinked/bent. Functional inspection found that the friction was felt when the coil was advanced in the introducer sheath. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. An assignable cause of procedural factors will be assigned to the reported event of coil friction, main coil stretched, main coil suture damage, coil broken/fractured during use. An assignable cause of handling damage will be assigned to coil delivery wire kinked/bent, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. The bent coil delivery wire was attributed to handling damage.

Event description:
Analysis of the returned device revealed that the subject coil was broken. There were no clinical consequence to the patient reported as a result of this event.